Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 53 mg/dl, 129 mg/dl. Tests were done within < 10 minutes with a difference of 67 mg/dl. Patient did not experience any adverse events. No further information has been reported.